Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The leakage through the damaged cannula confirms that the programmed insulin did not deliver a sufficient amount and contributed to the reported high blood glucose levels. Qualification records were reviewed, and the product met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A pod was reported to have alarmed during operation, with patient's blood glucose readings exceeding 250 mg/dl. No exact readings available, however, "upper 300s" were reported. The pod was worn between 4 and 24 hours.